Manufacturer narrative:
The customer¿s report of a leak was not confirmed. Visual inspection revealed no damage; functional testing and pressure testing resulted in no leaks. The root cause of the leak was not able to be determined.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that they experienced leaking at the IV site between the catheter and connector the user connected the maxzero to the catheter hub and attach IV tubing which they power inject through. "We use omnipaque 350 (unwarmed). Our injectors are set at 325 psi pressure limit. Our typical injections range from 2.5ml/sec to 5ml/sec" event occurred in radiology.

Manufacturer narrative:
Correction to initial reporter address.